Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer successfully resumed insulin delivery without changing supplies. The customer's blood glucose was 66 mg/dl at the time of the report. The customer would continue to use the pump for insulin therapy.